Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, there was no impact to customer's blood glucose level. Customer was hospitalized due to gastroparesis, and stated hospitalization was not due to the pump. Customer was connected to an intravenous insulin drip for insulin therapy.